Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio observed that only the charge-pak and attention icons were present on the device's readiness display. Physio downloaded the device's electronic records for review where it was confirmed that the reported three icons had never been present on the readiness display - only the charge pak and attention icons. Physio also observed that the device's charge-pak battery charger had expired on 01/08/2011 which had caused the charge-pak and attention icons.  As a result, the charge-pak battery charger was no longer able to charge the device's internal hybrid layer capacitor (hlc) batteries; however, the device would still power on, charge and shock during testing. The device was then opened and an internal physical inspection was performed.  Physio observed that there were non-shorting tin whiskers located on the charge-pak flex cable assembly; however, there was no evidence that it caused, or could cause, an electrical short.  No further discrepancies were observed. Based on the information available it is reasonable to conclude that there was no malfunction of the device. The observed issue (charge-pak and attention icons on the readiness display) was the result of a failure of the customer to maintain the device and replace the charge-pak battery charger upon expiration. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.